Manufacturer narrative:
A ge service rep performed an onsite investigation. The sys boards, cables and connectors were reseated during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.